Event description:
It was reported that a catheter issue occurred. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter twisted. The procedure was completed by using another device of a different model. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter twisted. The procedure was completed by using another device of a different model. There were no patient complications reported.

Manufacturer narrative:
D2b: pro code (product code): corrected.